Event description:
Description: it is reported pressure alarm sounds with 10 ml syringe. Event details: for more than two weeks, teams have been experiencing compatibility issues between the pses and certain 10 ml syringes. Most often, the treatment is administered using a 10 ml syringe, then the purge is also administered using a 10 ml syringe. When the purge is initiated, the pse sounds a pressure alarm (either a pre-alarm throughout the purge or an alarm preventing the line from being flushed). After checking, the syringes are correctly adjusted on the pse. The pressure settings are as expected for the neonatal population. Finally, the catheter tested does not pose any problems, given that the other treatments, in particular the base, administered via a y-piece, do not pose any problems. Consequences: difficulty in administering care for caregivers. No clinical consequences for patients, except for longer care times or even delays in administering treatment.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: it is reported pressure alarm sounds with 10 ml syringe. Event details: for more than two weeks, teams have been experiencing compatibility issues between the pses and certain 10 ml syringes. Most often, the treatment is administered using a 10 ml syringe, then the purge is also administered using a 10 ml syringe. When the purge is initiated, the pse sounds a pressure alarm (either a pre-alarm throughout the purge or an alarm preventing the line from being flushed). After checking, the syringes are correctly adjusted on the pse. The pressure settings are as expected for the neonatal population. Finally, the catheter tested does not pose any problems, given that the other treatments, in particular the base, administered via a y-piece, do not pose any problems. Consequences: difficulty in administering care for caregivers. No clinical consequences for patients, except for longer care times or even delays in administering treatment. The pump used is the fresenius orchestra module dps syringe pump.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: three samples were provided to our quality team for investigation. Upon visual inspection, no damage or defects were observed on the devices, and the plungers moved smoothly without resistance. A device history review was completed for the reported lot (2503049). No deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported concern. The silicone used in this product is medical grade and applied to syringe to ensure smooth movement of the plunger and stopper. Throughout the manufacturing process, each lot undergoes breakout force testing, sustaining force testing, and silicone content verification to ensure proper functionality. The results for lot 2503049 were reviewed, and no issues were identified. The returned samples underwent the same evaluations, and results confirmed all product met required specifications. Based on our quality team's investigation, we are unable to identify a root cause related to the manufacturing process at this time. Our quality team will continue to monitor and trend complaints associated with this device and reported condition to detect any potential emerging patterns.